Event description:
According to the complaint, implants attempted immediately after extraction, failed to integrate at multiple sites buccal plate was fractured as bone quality was poor. If the direction of the implant is not optimal or the bone quality is poor, buccal fractures are expected complications that dentists face when placing implants.

Manufacturer narrative:
Submission errors discovered on 07/11/2018. Corrected information: UDI # and updated contact.